Manufacturer narrative:
Meter was returned for investigation. The meter display did not have missing or faded segments during the investigation. The meter circuit board was tested for contamination. The investigation shows that the circuit board is contaminated by penetrated liquid in the area of the conductive rubber. The contamination can lead temporarily to the complained error. Medwatch fields d9 and h3 have been updated.

Event description:
Customer complained of a display issue with coaguchek xs meter serial number (B)(4). The customer reported having an error 4 message and they cleaned the heater plate following the error message. Customer stated the display issue occurred following cleaning of the meter. The results field is missing the lines on both sides of the 8's during a display check. The top lines of the 8's are visible. The missing lines could lead to the misinterpretation of results. Customer did not report any misinterpreted results.

Manufacturer narrative:
Initial reporter occupation-occupation is patient/consumer. Meter has been requested for investigation. The investigation is ongoing.